Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection 500 milligrams (route, frequency, and duration not reported) and fortum injection 500 milligrams (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the peritoneal effluent fluid was clear and the patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.